Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed and the manufacturing date cannot be determined as the lot number was requested, but not provided. This device is used for treatment. Product history search cannot be performed since the lot number is unknown. Risk documentation was updated to include this type of event. The pin remover tool underwent a manufacturing change in 2011, where an etch for ¿do not impact¿ with an arrow was added. This change was made as a proactive solution to previous reports received where the hollow end of instrument was damaged from user impaction. As lot number cannot be confirmed, it is unknown if the manufacturing date of the reported tool in this complaint pre- or post-dates this manufacturing change. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
On attempting to remove a pin assembly from a prosthesis during surgery, it was reported the removal tool was damaged and did not engage the implant correctly upon attempting to remove the pin. The surgeon performed an osteotomy on the ulna in order to complete the procedure.